Manufacturer narrative:
(B)(6).

Event description:
It was reported that the electrode sheet of the wand fell off inside the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and contamination/discoloration on the spacer and the remaining return electrode. The electrode was partially melted / detached. The shaft is extremely bent. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the remaining electrode as intended. The complaint was verified and the root cause could be determined as ¿expected wear and tear¿. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: contact with metal objects, contact with non-targeted issue, contact with flammable materials, using flammable anesthetics or oxidizing gases, reuse of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.